Event description:
Edwards received notification from our affiliate in france. As reported, this was a case of a 23mm sapien 3 ultra valve implanted in aortic position. On post-operative day 15, the patient returned to hospital with thoracic pain and endocarditis was diagnosed. Approximately, one month post implant the pacemaker and sapien 3 ultra valve were explanted, and a 25mm edwards surgical valve was implanted in replacement. The patient outcome was good. As per medical opinion, the root cause of the endocarditis was related to the patient presenting with fever before tavi along with abnormal findings on pre-tavi imaging.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.

Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported. The following sections of this report have been updated: h6. Per the initial report, on post-operative day 15, the patient returned to hospital with thoracic pain and endocarditis was diagnosed. Approximately, one month post implant the pacemaker and sapien 3 ultra valve were explanted, and a 25mm edwards surgical valve was implanted in replacement. The patient outcome was good. As per medical opinion, the root cause of the endocarditis was related to the patient presenting with fever before tavi along with abnormal findings on pre-tavi imaging. Additional information received from the site indicated the pathogen identified in blood culture was s gordinii. Test results performed by edwards lifesciences confirm that similar streptococcus spp are known to be rapidly killed in the edwards manufacturing processing and terminal sterilization. Thus, edwards' sterilization processing provides high sterility assurance safety factors in which microorganisms, including s. Gordinii, could not survive, as these processes achieve a large overkill. This information demonstrates effectiveness against s. Gordinii by the chemicals used for edwards' manufacturing process of' products (valves). The reported microorganism could not survive in edwards' multi-stage processing or the validated terminal liquid sterilization cycle and is rapidly inactivated. Edwards lifesciences provides sterile tissue bioprostheses to customers with carefully designed robust sterilization processes for which the efficacy has been demonstrated consistently and which provide a significant safety factor. It can be concluded that the sealed package containing the bioprosthetic valve, as supplied by edwards lifesciences, was not the source of infection. Based on this finding, this event is no longer considered to be FDA reportable.